Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested on 10/10/2012 and 10/18/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, the capsule was compromised and she was unable to implant the lens. Additional information has been requested.